Manufacturer narrative:
The recipient's device was explanted. During revision surgery, the electrode array was observed in the cochlea, however, the lead wire was not in the correct position. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing open electrodes and electrode migration. Revision surgery is being scheduled.

Manufacturer narrative:
(B)(4). Additional information: device available for evaluation? The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.